Event description:
It was reported that an asymptomatic patient presented due to high capture threshold on the left ventricular lead. Fluoroscopy confirmed lead dislodgement. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Adverse event and/or product problem: should also be adverse event, device evaluated by MFR? Should be checked no rather than yes.